Event description:
It was reported that the crown came off of the implant. Tissue had grown over the implant and the tissue was cleared off. Tooth site #19.

Manufacturer narrative:
Zimvie complaint (B)(4).

Event description:
It was reported that the abutment screw actually fractured in the implant.

Manufacturer narrative:
This report is being submitted to report additional and corrected information from the previous report 0002023141 - 2022 - 01479.

Manufacturer narrative:
This report is being submitted to report additional information to 0002023141 - 2022 - 01479-1. The following sections are being reported: a1: patient identifier is added. A2: age at time of the event is added. A3: gender is updated. B3: date of event is added. B5: describe event or problem is updated. B7: other relevant history is added. D10: concomitant medical products and therapy dates are added: tsvwh10, impl tapered scr-v ha 4.7 mm 4.5mm 10mm, lot number 63893935. H2: if follow-up, what type. H10: additional narratives/data is updated.

Event description:
It was reported that the implant was removed. It was reported that the site was grafted with allograft.

Manufacturer narrative:
This report is being submitted to report additional information. Multiple MDR reports are filed for this event. See 0002023141-2022-02494-1. The abutment screw was not returned. The event was non-verifiable. Monthly post market trending review identified no adverse trends or corrective actions for the reported event or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specification and conforming when it left zimmer biomet. DHR review could not be completed for the unknown abutment screw or abutment since the lot number was unknown. Complaint history review could not be performed for the unknown abutment screw or abutment since the item/lot numbers were not available. A definitive root cause could not be identified. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimvie will continue to monitor for trends.

Event description:
No additional or corrected information to report.